Manufacturer narrative:
Additional information has been added to the following sections: h6 annex c and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-nov-2020 to 20-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device was completely broken and experienced visible smoke coming out of the station. A field service engineer found that a massive failure occurred on one of the drawers. Replaced the field drawer, controller board, reconnected old drawers in the auxiliary cabinet and restarted the system to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a pyxis medstation es system produced visible smoke. Customer unplugged and turned off the station. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system produced visible smoke. Customer unplugged and turned off the station. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and determined that there was damage to a printed circuit board (pcb) due to electrical short/failure. The field service technician replaced the field drawer and controller board. Drawer was reconfigured and tested. Field service technician confirmed device is operational.

Event description:
Customer reported that a pyxis medstation es system produced visible smoke. Customer unplugged and turned off the station. Patient involvement was not reported. Patient or user harm was not reported.